Event description:
A (B)(6) female pt called zoll customer support to report that she heard a "pop" noise from the monitor and then it would not power up. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. Upon investigation the monitor was unable to power up. Extensive electrical damage was found on the c/a and defibrillator boards. The cause for the damage was isolated to a broken positive lead on high-voltage capacitor c21. The root cause for the broken capacitor lead could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. No adverse event resulted form the damaged c21 capacitor. The pt received a replacement monitor.